Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reported that the patient faced an occlusion alarm which led to high blood glucose level. The high blood glucose level was addressed by correction injection via multiple daily insulin injections(mdi). No further information available.